Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure for high ligation and stripping of varicose veins in the right lower extremity on (B)(6) 2019 and suture was used. During the procedure, the blood vessels were ligated with suture. The suture broke and another suture was used and the operation was successfully completed. There were no adverse patient consequences reported. No additional information was provided.